Event description:
The user had a pt sample from the ER that gave an hcg result of 0.268 miu per l. The same sample was rerun later in the day with a result of 35.4 miu per l. There were no data flags on the original incorrect result. The user ran the same sample from the primary sample tube on the access analyzer and a result of 34 miu per l was generated. The original result was reported out, but the pt was not offered any treatment due to the initial incorrect result. The field service rep suspected an intermittent failing the sample probe liquid level detection pcb. He replaced the sample liquid level detection pcb. Increased the voltage and adjusted the line carriage. To verify the analyzer operation, he ran successful serum pool with all results precise.